Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture which was thought to be caused by effusion. The ra lead was explanted and replaced. The patient was stable before, during and after the procedure.